Event description:
It was reported that there was an open circuit. One of the seven electrodes was calcified. It was noted that the health care professional (hcp) stated this would not cause the batteries to deplete. The lead was not replaced, it was programmed around the open circuit. Additional information has been requested. Additional review reported that this event had previously been reported in manufacturing report number 3004209178-2013-11371. Any further information received regarding this event will be reported under the manufacturer report number listed on this report. For the patient's subsequent devices see manufacturer report #3004209178-2013-11188 and 3004209178-2013-11191.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant: product ID 37602, serial# (B)(4), implanted: 2012-(B)(6), product type implantable neurostimulator, product ID 37602, serial# (B)(4), implanted: 2012-(B)(6), product type implantable neurostimulator, product ID 37642, serial# (B)(4), product type programmer, patient product ID 3387040, lot# v008951, implanted: 2006-(B)(6), product type lead, product ID 748251, serial# (B)(4), implanted: 2006-(B)(6), product type extension, product ID 3387-40, lot# j0230952v, implanted: 2003-(B)(6), product type lead, product ID 748251, serial# (B)(4), implanted: 2005-(B)(6), product type extension, product ID 7426, serial# (B)(4), implanted: 2010-(B)(6), explanted: 2012-(B)(6), product type implantable neurostimulator. (B)(4).